Event description:
Customer reported that he was found passed out in his car in parking lot. Customer was in the hospital because of being physically knocked out and the insulin pump was stolen. Blood glucose value at the time of admission was 140 mg/dl; last value 270 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.